Event description:
Additional information received, patient received cs treatment to the abdomen, back and flanks on (B)(6) 2025. The treated area has visibly enlarged tissue volume. Provider reported that there is a ¿firm nodule like lump in luq¿ and a ¿firm nodule like lump in left upper back.¿ hcp diagnosed paradoxical hyperplasia (ph) to the left, upper abdomen on (B)(6) 2025 and ph to the left back area on (B)(6) 2026.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
A patient reported they received a coolsculpting elite treatment to the flanks and abdomen on 22/aug/2025 and 22/sep/2025 using the curve 120 applicator and presented with paradoxical hyperplasia 2 months post treatment.